Event description:
Information was received indicating that this cadd extension set was leaking. The medication being delivered was a chemotherapy medication. There was no patient injury due to the reported event.